Event description:
It was reported the patient (australia) experienced skin erosion at the lead site. Subsequently, surgical intervention was undertaken on (B)(6) 2014 to bury the lead deeper which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the reported lead had eroded again. Subsequently, the patient underwent surgery on (B)(6) 2015 to re-bury the lead deeper in the pocket. It was reported the wound has since healed.

Event description:
Follow-up identified the patient is doing well and the erosion has healed.